Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the secondary vector. Review of the episode noted oversensing of t-waves and noise, as well as low amplitude morphology measurements. The s-ICD also had untreated episodes showing similar observations. Testing of the system was unable to reproduce any noise in the primary vector. The s-ICD remains in service and there were no adverse patient effects reported.